Event description:
Report rec'd of "freeflow" of intravenous fluid during priming of a pressure monitoring kit. The nurse opened the monitoring kit and exchanged the vented caps for non-vented caps. All the luer connections were tightened and checked. When the IV container of 0.9% normal saline was spiked to prime the tubing, the line reportedly "freeflowed" and immediately filled with IV solution. The nurse re-checked the luer connections and found them to be secure. It was reported that no abnormalities were seen in the montioring kit. A new kit was opened and readied for pt use. There were no delays in treatment associated with the malfunction. Though requested, no add'l info was provided.